Manufacturer narrative:
The previous (B)(6) driveline infection was reported in MFR report #2916596-2021-03599. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient arrived to the emergency department with a fever of 102 f and malaise. The patient's white blood cell count (wbc) was 14.8 and wound and blood cultures were taken. The fever resolved with tylenol therapy. A chest x-ray showed no sizable pleural effusion or pneumothorax and negative new findings on electrocardiogram (EKG) were done. After a review of his recent records relating to his previous (B)(6) driveline infection, the patient was admitted to mechanical ventricular assist device (mvad) service with vancomycin and zosyn administered. Both sets of blood cultures from admission were positive for enterococcus faecalis. The vancomycin treatment was stopped and the zosyn treatment was continued at 4.5g every 6 hours. Additional information revealed that a transesophageal echocardiogram (tee), performed on (B)(6) 2021, showed no evidence of vegetation and an abdominal-pelvis computed tomography (CT) scan showed no evidence of infection with the abdomen or pelvis. On (B)(6) 2021, a peripherally inserted central catheter (PICC) line was placed for a 4-week course of intravenous (IV) daptomycin through till (B)(6) 2021. The patient will follow up with the infection department upon the completion of their IV antibiotics. On (B)(6) 2021 the patient was discharged to their home in satisfactory condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.